Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports a sensor error. Customer blood glucose level was 49 mg/dl. Product is expected to return.